Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer's blood glucose reading was 26 mg/dl. Caller stated that the customer's insulin pump was delivering boluses without being programmed. Caller stated that the insulin pump delivered 3 boluses of 18 units each and customer ended up in the hospital with low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.